Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference #: (B)(4).

Event description:
It was reported that during the procedure the device passed set up testing but would not lavage the biopsy site which resulted in a hematoma in the patient breast. No medical intervention was required for the hematoma. The biopsy was successfully completed with this device.